Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high impedance levels great than 2000 ohms were noted on this left ventricular lead. A month ago, this chronic lead was connected to a new pulse generator. All other lead diagnostics were considered normal, therefore the physician will continue to monitor the lead. No adverse patient effects were reported.